Manufacturer narrative:
(B)(4) - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown error occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of an unknown error is reportable based on the finding of an app crash. No injury or medical intervention was reported.